Event description:
It was reported that during case after the 4-1 block was impacted onto the femur, doctor checked anterior cut with the plate probe (before making the cut) and the cut was approximately 1mm high from the intended cut. The distal femoral cut was to plan, both before and after the distal cut was made. The posterior cut appeared to be in line with the planned cut. Ended up sizing down the femur to make a more aggressive anterior cut.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the case log files and screenshots were not made available to the user for investigation. Thus, visual inspection could not be performed. DHR review found that the software version (rc-5106) has been validated. A complaint history review found similar reports. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint does provide instructions for cutting and notes that "the goal is to cut through the colored layers of the bone until the white target surface is revealed." This failure is an identified failure mode within the risk file. A relationship between the device and the reported event could not be established and the root cause is undetermined after investigation. Factors that could have contributed to this issue are if the user did not fully clear out and cut the bone where the anterior post holes. This would cause the distal cut guide to become shifted anteriorly and ultimately the cut as well. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction.